Manufacturer narrative:
Patient weight not provided by reporter (B)(4). DHR review - date of manufacture: 05/11/2015. Expiration date: 03/31/2024. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7975082 of 11.0mm ti helical blade 100mm - sterile was processed through the normal manufacturing and inspection operations with no scrap or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent explant of a trochanteric fixation nail (tfn) on (B)(6) 2015. The tfn was originally implanted on (B)(6) 2015. An x-ray performed on an unknown date at the patient's second post-operative follow up visit revealed a medial migration of the helical blade in the acetabulum. The patient was asymptomatic. On (B)(6) 2015, the patient underwent explant of the helical blade, short nail and distal screw. There was no surgical delay. The patient was successfully revised to a tfna (tfn-advanced). No additional information was available. This is report 1 of 1 for (B)(4).